Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose 600 mg/dl. He stated that he treating with manual injection and that it did not bring down the blood glucose. Customer also treated with a bolus. He stated that he feels he may have damaged the cannula and that he changed the infusion set. He stated that the drive support cap appeared to be normal. He found no air in the tubing and no leaks. He was advised to run a manual prime and stated that insulin did exit. The insulin pump passed the high pressure test. He removed the infusion set and stated that the cannula was not bent. Nothing further was reported.